Event description:
Customer went to dr to download device readings. Device results=612/712 mg/dl. Results were verified in the device. No treatment was provided. No controls were used. A request was made for product return and replacement product was sent.